Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited the fiber bonding in the outer tube area (distal end) was damaged, the cover glass of the charged coupled device section was broken and image quality was poor. There was no patient involvement.